Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), it was learned that the cause of death was due to aortic dissection and ventricular tear. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this is no longer a reportable event.

Event description:
It was reported that the patient has expired after implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. The device history record review is currently in process.

Manufacturer narrative:
Device not returned.